Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman procedure, a versacross connect laac was selected for use. When the physician attempted to cross the septum, there was no visible tent seen on intracardiac echocardiography (ice). The physician was notified and decided to cross the septum. Within thirty seconds of coming on with energy, a sizeable effusion was noticed. The physician then performed a tap to drain the blood from the pericardial space. The patient was connected to a drain, stabilized and transported to the intensive care unit. The patient is expected to be discharged within a few days and is recovering well. In the physician opinion, when the physician was attempting to crossing the septum he punctured something besides the septum causing the patient to have a large pericardial effusion. The device is not expected to be returned for analysis (disposed). It was further reported that the patient was discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman procedure, a versacross connect laac was selected for use. When the physician attempted to cross the septum, there was no visible tent seen on intracardiac echocardiography (ice). The physician was notified and decided to cross the septum. Within thirty seconds of coming on with energy, a sizeable effusion was noticed. The physician then performed a tap to drain the blood from the pericardial space. The patient was connected to a drain, stabilized and transported to the intensive care unit. The patient is expected to be discharged within a few days and is recovering well. In the physician opinion, when the physician was attempting to crossing the septum he punctured something besides the septum causing the patient to have a large pericardial effusion. The device is not expected to be returned for analysis (disposed).